Event description:
Per the clinic, the patient experience no sound with the implanted device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report.